Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears would not rotate once connected to cord after multiple attempts. "Like" device opened and utilized without problems. Diagnosis for use: laparoscopic sleeve gastrectomy.